Event description:
The user facility reported a patient noted as high risk percutaneous coronary intervention was on an automated impella controller (aic) for mechanical circulatory support. It was reported that the device exhibited the following alarms: battery failure and controller error. No battery life was present on console. The device was replaced and set up was successful. No report of patient harm.

Manufacturer narrative:
The console (aic) was returned for evaluation. Upon evaluation of the console, communication with optical bench was affected, at some point the console did not recognize pump being disconnected, which resulted in air in purge alarm not being cleared, but also in inability to shut down the console (aic won¿t allow shutdown if pump is connected). Presumably in an attempt to shut down the console, and before the emergency shutdown went into effect, battery transport switch was engaged, which resulted in the ¿battery failure¿ alarm. Therefore, all three reported failure modes were determined to have been related and are considered to be different symptoms of a single investigated failure mode - the cause of the aic issue was most likely a defective 4in1 board. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.